Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was 550 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer continued to use pump for insulin therapy. Customer declined follow up from tandem technical support. No additional information was provided.